Event description:
The dealer reported that the left hand pull wheel lock hardware kept loosening and would no longer stay tightened. The end user stated that he has to constantly adjust the wheel lock due to the loosening. There is no indication of damage to the wheel lock. The dealer has requested a replacement under the warranty for the left side wheel lock. No injury or adverse impact to the user was reported.

Manufacturer narrative:
Background information: quickie qx/qxi wheelchair owner's manual, rev. H, page 14 states: "inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel locks can fully engage. A wheel lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be embedded into the tire at least 1/8" to be effective" and "if you find the wheel locks have slipped or are not working correctly contact your sunrise medical authorized dealer for proper adjustment." Quickie qx/qxi wheelchair owner's manual, rev. H, page 28 states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase." Discussion: in reviewing the complaint, the dealer reported that the left-hand pull wheel lock hardware kept loosening and would no longer stay tightened. There is no indication of damage to the wheel lock. It was determined that the potential cause could be hardware loosening over time leading to insufficient wheel locking force. This potential cause with respect to this wheelchair is currently under investigation and additional information about the wheel locks are being requested for review. Based on the owner's manual, the user or dealer should be performing maintenance to reduce the risk of wheel locks becoming non-functional or broken. The end user stated that he is having to constantly mess with the wheel lock due to the loosening. The age of the chair at the time of this complaint was approximately 259 days. According to the quickie qx/qxi wheelchair owner's manual, sunrise medical provides a one year warranty from date of purchase for all sunrise-made parts and components that have defects in the material or workmanship. The dealer requested a warranty replacement for the left-hand wheel lock. There was no injury or adverse impact to the user reported. Conclusion: in conclusion, the loosening of the wheel lock hardware over time is the primary potential cause identified. The investigation into the matter is ongoing. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. There is no claim of injury in this case. Because the failure mode of non-functioning wheel locks has been previously reported, per 21 cfr 803.50, this MDR is being filed.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.